Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: one day post procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the pt experienced language deficits and some visual hallucinations. A follow-up CT and mra revealed an acute/subacute parietal cerebral vascular accident (cva). A neurology consult was obtained and lovenox and aspirin were added to the pt's current regimen of plavix. The pt was discharged to a rehabilitation facility four days post procedure, and the pt's condition was unchanged. Although requested, there is no additional info available.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is a known possible adverse event associated with the use of carotid stents, as listed in the device instructions for use.